Event description:
Fenestrated bipolar was being used during davinci nissen when it stopped working properly. The jaws were not closing together in alignment. Instrument removed from field. No harm to patient.